Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013, it was reported that this patient showed up in the emergency room on (B)(6) 2013 and underwent generator revision surgery. No details were available regarding the emergency room visit. The patient was previously scheduled for generator revision due to end of service for 12/03/2013; however, the surgery was cancelled. Programming history was reviewed and was within normal limits. A battery life calculation was performed with results of 0.47 years until eri=yes. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
MFR. Report # - corrected MFR. Report #, version 1: MFR. Report #1644487-2014-00298 was inadvertently created and used to submit version 1. The correct MFR. Report # for version 1 is 1644487-2013-03920. MFR. Report #1644487-2014-00298 should not have been created.